Manufacturer narrative:
Covidien confirmed the segments of the pulse rate were missing from the display, and the failure was isolated to the front pcb.

Event description:
Covidien received a report of a n-560 missing segments of the display. No pt involved.